Event description:
In (B)(6) 1997, patient had a saline breast implant manufactured by mentor corp placed. Approx. (B)(6) 2013, she noted difference in size in that the left implant appeared smaller. She was seen in my office on (B)(6) 2013 and was felt to have a deflation. She was taken to surgery on (B)(6) 2013 at which time her left implant was found to be partially deflated. It was removed and replaced with a new saline implant.